Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the emergency room after getting shocked by the implantable cardioverter-defibrillator (ICD). The patient stated when they were was shocked, they patient fell into the water and the system controller started alarming connect power. The patient drove home and changed the system controller. Log files were submitted for evaluation and frequent pulsatility index (pi) events were recorded on the replacement system controller. The event log file from the backup system controller recorded consistent voltage hazard alarms from (B)(6) 2026 22:21:24. The periodic log file indicated that these events started after hourly data capture point from (B)(6) 2026 19:04:00. The motor function was not affected by these events. It appeared that the data from the current system controller, showed frequent pi events that were occurring from (B)(6) 2026 13:47:52 to (B)(6) 2026 16:14:39.